Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one pencan 27gx3 1/2" (88mm) m. Fk-EU/ap/sa in original packaging. The returned sample was taken to a visual inspection. Damages or manufacturing faults especially at the raw cannula were not detected on the returned sample. In addition, the pencan cannula was taken to a manual function test in combination with the introducer needle. The pencan cannula could be pushed through the introducer needle without any resistance. Withdrawing was also possible without any problems. Function faults were not detected. Furthermore, the outside diameter of the pencan cannula was measured according to the drawing. Nominal: 0.42 +0.01/-0.00 mm (see attached drawing) actual: 0.42 mm the measured outside diameter of the pencan cannula is within the specification. In addition, the pencan cannula was taken to a cannula stiffness test according to the test plan. Nominal: test force = 5.5 n; bending max.= 0.55 mm actual: bending = 0.282 mm the measured value is within the specification. The returned sample is in accordance with the specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: cannula detached inside patient